Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error. Ventilation subsequently stopped. The patient was bagged and the ventilator was replaced. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4).